Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and salpingitis ("infection (other) describe: possible left sided tubal infection secondary to procedure blockage") in an adult female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "there a "minor" problem placing the implant in one of my fallopian tubes and it took longer than expected". The patient's past medical history included blood pressure high (recovered prior to essure), heart disorder, multigravida, parity 3 (((B)(6) 2001, (B)(6) 2008, (B)(6) 2013)) and cesarean section (3 cesarean sections). Concurrent conditions included restless leg syndrome, hypertension, dental abscess, pharyngitis, uterine bleeding, essential hypertension, dyspnea and post coital bleeding. Concomitant products included bupropion since 2017, buspirone since 2017, diazepam (valium), ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, metoprolol since 2017 and vicodin (lortab). In 2013, the patient experienced salpingitis (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdomen pain"). In 2016, the patient experienced depression ("psychological or psychiatric problems-depression and anxiety"), anxiety ("psychological or psychiatric problems-depression and anxiety"), hypertension ("blood or heart disorder type: high blood pressure") and weight increased ("weight gain"). In 2017, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with corticosteroid nos, antibiotics, cortisone, paracetamol (tylenol), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and alternative therapy (shampoo). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, salpingitis, depression, anxiety, rash, migraine, headache, hypertension, dysmenorrhoea, weight increased, alopecia, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Pregnancy test - in 2014: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, salpingitis, pelvic pain, dysmenorrhea, anxiety, weight gain, hair loss. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), pregnancy, miscarriage, device ineffective, infection (other) describe: possible left sided tubal infection secondary to procedure blockage, depression and anxiety, rash, migraines / headaches, high blood pressure, dysmenorrhea (cramping), pain, weight gain, hair loss were added, patient's medical history and concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and salpingitis ("infection (other) describe: possible left sided tubal infection secondary to procedure blockage") in an adult female patient who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "there a "minor" problem placing the implant in one of my fallopian tubes and it took longer than expected". The patient's medical history included blood pressure high (recovered prior to essure), heart disorder, multigravida, parity 3 (B)(6)2001, (B)(6)2008, (B)(6)2013)) and cesarean section (3 cesarean sections). Concurrent conditions included restless leg syndrome, hypertension, dental abscess, pharyngitis, uterine bleeding, essential hypertension, dyspnea and post coital bleeding. Concomitant products included bupropion since 2017, buspirone since 2017, diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2014 and metoprolol since 2017. In 2013, the patient experienced salpingitis (seriousness criterion medically significant). On (B)(6)2013, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdomen pain"). In 2016, the patient experienced depression ("psychological or psychiatric problems-depression and anxiety"), anxiety ("psychological or psychiatric problems-depression and anxiety") and hypertension ("blood or heart disorder type: high blood pressure") and was found to have weight increased ("weight gain"). In 2017, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). The patient was treated with antibiotics, corticosteroid nos, cortisone, paracetamol (tylenol), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and shampoo. Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, salpingitis, depression, anxiety, rash, migraine, headache, hypertension, dysmenorrhoea, weight increased, alopecia, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Pregnancy test - in 2014: results: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, salpingitis, pelvic pain, dysmenorrhea, anxiety, weight gain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and salpingitis ("infection (other) describe: possible left sided tubal infection secondary to procedure blockage") in an adult female patient (gravida 5, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "there a "minor" problem placing the implant in one of my fallopian tubes and it took longer than expected". The patient's past medical history included blood pressure high (recovered prior to essure), heart disorder, multigravida, parity 3 ((B)(6) 2001, (B)(6) 2008, (B)(6) 2013)) and cesarean section (3 cesarean sections). Concurrent conditions included restless leg syndrome, hypertension, dental abscess, pharyngitis, uterine bleeding, essential hypertension, dyspnea and post coital bleeding. Concomitant products included bupropion since 2017, buspirone since 2017, diazepam (valium), ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014, metoprolol since 2017 and vicodin (lortab). In 2013, the patient experienced salpingitis (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdomen pain"). In 2016, the patient experienced depression ("psychological or psychiatric problems-depression and anxiety"), anxiety ("psychological or psychiatric problems-depression and anxiety"), hypertension ("blood or heart disorder type: high blood pressure") and weight increased ("weight gain"). In 2017, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with corticosteroid nos, antibiotics, cortisone, paracetamol (tylenol), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and alternative therapy (shampoo). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, salpingitis, depression, anxiety, rash, migraine, headache, hypertension, dysmenorrhoea, weight increased, alopecia, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Pregnancy test - in 2014: positive concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, salpingitis, pelvic pain, dysmenorrhea, anxiety, weight gain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("miscarriage") and salpingitis ("infection (other) describe: possible left sided tubal infection secondary to procedure blockage") in an adult female patient (gravida 5, para 3) who had essure (batch no. A95862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "there a "minor" problem placing the implant in one of my fallopian tubes and it took longer than expected". The patient's past medical history included blood pressure high (recovered prior to essure), heart disorder, multigravida, parity 3 ((26nov2001, 12aug2008, 08aug2013)) and cesarean section (3 cesarean sections). Concurrent conditions included restless leg syndrome, hypertension, dental abscess, pharyngitis, uterine bleeding, essential hypertension, dyspnea and post coital bleeding. Concomitant products included bupropion since 2017, buspirone since 2017, diazepam (valium), ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014, metoprolol since 2017 and vicodin (lortab). In 2013, the patient experienced salpingitis (seriousness criterion medically significant). On 1-nov-2013, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal area pain/abdomen pain"). In 2016, the patient experienced depression ("psychological or psychiatric problems-depression and anxiety"), anxiety ("psychological or psychiatric problems-depression and anxiety"), hypertension ("blood or heart disorder type: high blood pressure") and weight increased ("weight gain"). In 2017, the patient experienced rash ("rashes or skin conditions type: rash") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with corticosteroid nos, antibiotics, cortisone, paracetamol (tylenol), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and alternative therapy (shampoo). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, salpingitis, depression, anxiety, rash, migraine, headache, hypertension, dysmenorrhoea, weight increased, alopecia, abdominal pain, abdominal pain lower and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, salpingitis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Pregnancy test - in 2014: positive concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, salpingitis, pelvic pain, dysmenorrhea, anxiety, weight gain, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.